Manufacturer narrative:
The valve remains implanted and was not returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints related to pvl or valve migration. A review of the IFU was performed. No IFU/training deficiencies were identified. Imagery was received for review. On pod 1 tte showed trace anterior pvl. A tte from approximately 1 month post tavr revealed mild to moderate eccentric pvl at the lcc and mild pvl at the ncc. Then, tee performed almost 4 months post tavr showed moderate eccentric pvl at the lcc and mild pvl at the ncc. When comparing cine fluoro images of the valve implant, which was a perfect 80:20 (aortic/ventricular) placement, with the tee images, the valve may be slightly lower into the lv. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Since no edwards defects were identified, no corrective or preventative actions are required. The paravalvular leak and valve migration were confirmed based on imagery review. A review of the device history, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 5 months post successful tf tavr with a 23mm sapien 3 ultra resilia valve the patient presents with moderate plus pvl. The plan is to post dilate the valve. Medical records were received for review. No pvl was noted post valve implant. Approximately 1 month post implant there was mild to moderate pvl observed. An echo performed almost 4 months post implant revealed the pvl was now moderate, possibly moderate to severe, at lateral 3 o'clock and medial 9 o'clock with a possible small jet arising anteriorly. After post dilation was performed approximately 5 months post tavr the pvl had resolved per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It was noted from imagery review, that the valve migrated slightly towards left ventricle. Due to migration of valve, the proper sealing of valve with native annulus would be compromised leading to paravalvular (pvl). As such available information suggests that patient factors (thv migration) may have contributed to the reported complaint event. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. As reported, ''post dilation was performed approximately 5 months post tavr the pvl had resolved.'' In this case, the valve was under expanded and may dislodge from the target site (native annulus), resulting in thv migration over time. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event.

Manufacturer narrative:
Updated b.4, g.3, and h.2. Added additional information to b.5 based on image review performed. Added an additional h.6 device code. Investigation is ongoing.

Event description:
Image review was performed. By comparing the cine fluoro image of the valve implant, which was a perfect 80/20 placement, with the tee images from almost 4 months post implant reveal the valve may now be slightly lower into the left ventricle. This seems to correlate with the late presenting pvl (2 jets).

Manufacturer narrative:
Corrected b.5 and b.7 based on new information received in medical records. Investigation is ongoing.

Event description:
Medical records were received for review. No pvl was noted post valve implant. Approximately 1 month post implant there was mild to moderate pvl observed. An echo performed almost 4 months post implant revealed the pvl was now moderate, possibly moderate to severe, at lateral 3 o'clock and medial 9 o'clock with a possible small jet arising anteriorly. After post dilation was performed approximately 5 months post tavr the pvl had resolved.

Event description:
As reported by the clinical specialist, approximately (B)(6) months post successful tf tavr with a 23mm sapien 3 ultra resilia valve. The patient presents with moderate plus pvl. The plan is to post dilate the valve.

Manufacturer narrative:
Investigation is ongoing. H3 other text: remains implanted.